Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests. No hardware low level failure alarm and software error were noted during testing; however, hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly, and software error is found in the pump history file due to a software error. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 116 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.